Manufacturer narrative:
Initial and final MDR (B)(4)- MDR 3003442380-2026-03605- device 4 of 6. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occured in the united states. It was reported that the patient faced six infusion sets cannula bent events on 01-jan-2026. The event occurred within three hours of insertion. The insertion site was abdomen. The blood glucose level was 400 mg/dl and the patient was treated with correction bolus via pump. The patient replaced infusion sets and resumed insulin successfully. No further information is available.